Event description:
On december 06, 2023, fujifilm healthcare americas corporation was informed of an event involving ts-13101. It was reported that the seal at the top is not intact. There was no injury to the patient reported.

Manufacturer narrative:
Hcus complaint (B)(4).